Event description:
Procedure performed: unknown. Event description: during the procedure the surgeon inserted the laparoskope through the seal house. One from the operating staff discovered that some plastic from the trocar felt down the abdominal cavity. It was probably the instrument seal. The surgeon removed the plastic with a grasper. It is unknown when the plastic felt of and none of the operating staff can tell how long time the plastic stayed in the abdomen during the procedure. Ca report [translation]: brief incident description: plastic membrane from port fall into patient during use incident date: (B)(6) 2022. Detailed description of the incident: during surgery when the surgeon inserted the laparoscopic optic into the port hole, the or team discovered that the plastic membrane fell into the patient's abdominal cavity which the surgeon then removed from the patient using a laparoscopic grasper. However, it is unknown for how long it remained in the cavity before it was seen. Consequence: none, as the incident was avoided type of intervention: the surgeon removed the plastic with a grasper. Patient status: no injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: during the procedure the surgeon inserted the laparoskope through the seal house. One from the operating staff discovered that some plastic from the trocar felt down the abdominal cavity. It was probably the instrument seal. The surgeon removed the plastic with a grasper. It is unknown when the plastic felt of and none of the operating staff can tell how long time the plastic stayed in the abdomen during the procedure. Ca report [translation]: brief incident description: plastic membrane from port fall into patient during use incident date: (B)(6) 2022. Detailed description of the incident: during surgery when the surgeon inserted the laparoscopic optic into the port hole, the or team discovered that the plastic membrane fell into the patient's abdominal cavity which the surgeon then removed from the patient using a laparoscopic grasper. However, it is unknown for how long it remained in the cavity before it was seen. Consequence: none, as the incident was avoided. Type of intervention: the surgeon removed the plastic with a grasper. Patient status: no injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event of shield dislodgement. Based on similar events, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."